Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's mother reported that three months prior to calling on (B)(6) 2011 customer received a "lo" message (a reading less than 20 mg/dl), on the display of her freestyle freedom lite blood glucose meter. Caller further reported customer experienced vertigo, was vomiting, had diarrhea and subsequently experienced a seizure. Paramedics were called but did not provide any treatment. Caller denied customer self-treated. There was no report of death or permanent injury associated with this event.